Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain/discomfort at her scs ipg site. The patient has reportedly lost a significant amount of weight. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient had the scs ipg replaced and the pocket was revised.